Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with leakage has been confirmed in problem description. The issue occurred due to broken moisture trap on the expiratory cassette. Issue was solved by replacing the moisture trap. A defective moisture trap will be detected during pre-use check.

Event description:
Manufacturer's ref.#: (B)(4)